Event description:
A patient reported blood glucose results of "22 mg/dl, 110 mg/dl, 118 mg/dl and 20 mg/dl" with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. The test strips and control solution were replaced.